Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)'), autoimmune disorder ('autoimmune issues'), pernicious anaemia ('autoimmune disorder type of disorder: pernicious anemia') and sjogren's syndrome ('autoimmune disorder type of disorder: sjogrens') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and cervical adenocarcinoma. Concomitant products included cyanocobalamin-tannin complex (b12) since 2016 to (B)(6) 2017, hydroxychloroquine since 2016, povidone-iodine (popyiode) since 2017 and proton pump inhibitors since 2016. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced pernicious anaemia (seriousness criterion medically significant) and sjogren's syndrome (seriousness criterion medically significant). In 2015, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), bladder prolapse ("bladder prolapse") and urinary incontinence ("female urinary incontinence") and was found to have weight increased ("weight gain") and adenocarcinoma of the cervix ("cervical adenocarcinoma"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the heavy menstrual bleeding and vaginal haemorrhage had resolved and the autoimmune disorder, pernicious anaemia, sjogren's syndrome, fatigue, weight increased, adenocarcinoma of the cervix, bladder prolapse and urinary incontinence outcome was unknown. The reporter considered adenocarcinoma of the cervix, autoimmune disorder, bladder prolapse, fatigue, heavy menstrual bleeding, pernicious anaemia, sjogren's syndrome, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: there is complete occlusion of the bilateral fallopian tubes as described; in (B)(6) 2010: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-may-2021: mr received. Reporter's information added. Medical history were added. Event cervical adenocarcinoma, bladder prolapse, female urinary incontinence were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)'), autoimmune disorder ('autoimmune issues'), pernicious anaemia ('autoimmune disorder type of disorder: pernicious anemia') and sjogren's syndrome ('autoimmune disorder type of disorder: sjogrens') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and cervical adenocarcinoma. Concomitant products included cyanocobalamin-tannin complex (b12) since 2016 to (B)(6) 2017, hydroxychloroquine since 2016, povidone-iodine (popyiode) since 2017 and proton pump inhibitors since 2016. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced pernicious anaemia (seriousness criterion medically significant) and sjogren's syndrome (seriousness criterion medically significant). In 2015, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), bladder prolapse ("bladder prolapse") and urinary incontinence ("female urinary incontinence") and was found to have weight increased ("weight gain") and adenocarcinoma of the cervix ("cervical adenocarcinoma"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the heavy menstrual bleeding and vaginal haemorrhage had resolved and the autoimmune disorder, pernicious anaemia, sjogren's syndrome, fatigue, weight increased, adenocarcinoma of the cervix, bladder prolapse and urinary incontinence outcome was unknown. The reporter considered adenocarcinoma of the cervix, autoimmune disorder, bladder prolapse, fatigue, heavy menstrual bleeding, pernicious anaemia, sjogren's syndrome, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: there is complete occlusion of the bilateral fallopian tubes as described; in (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy"), autoimmune disorder ("autoimmune issues"), pernicious anaemia ("autoimmune disorder type of disorder: pernicious anemia") and sjogren's syndrome ("autoimmune disorder type of disorder: sjogrens") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity. Concomitant products included cyanocobalamin-tannin complex (b12) since 2016 to (B)(6) 2017, hydroxychloroquine phosphate (plaquenil) since 2016, pantoprazole (protonix) since 2016 and povidone-iodine (popyiode) since 2017. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced pernicious anaemia (seriousness criterion medically significant) and sjogren's syndrome (seriousness criterion medically significant). In 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue") and weight increased ("weight gain"). Essure was removed on (B)(6) 2015. At the time of the report, the hysterectomy, autoimmune disorder, pernicious anaemia, sjogren's syndrome, fatigue and weight increased outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered autoimmune disorder, fatigue, hysterectomy, menorrhagia, pernicious anaemia, sjogren's syndrome, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram: in (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- autoimmune disorder type of disorder: sjogrens, pernicious anemia, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fatigue, weight gain. Reporter information, historical condition was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant). Essure was removed on (B)(6) 2015. At the time of the report, the hysterectomy and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and hysterectomy to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.